Event description:
It was reported sec 20dp, texium & hanger v/nv had tubing separate from the drip chamber. The following information was provided by the initial reporter: "we have had multiple incidences in the past few weeks with the tubing coming apart below the drip chamber."

Manufacturer narrative:
H6: investigation summary the customer reported the tubing separated from the drip chamber and returned one used sample of material #40000-07t. The sample was clearly separated at the drip chamber and the complaint is verified. The tubing did not appear to have sufficient solvent and also had slight expansion along the drip chamber connection. No other failure modes were observed. A device history record review for model 40000-07t lot number 20095693 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 08sep2020. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. The root cause is insufficient solvent. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends. H3 other text : see h10

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used. Initial reporter zip: (B)(6). A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported sec 20dp, texium & hanger v/nv had tubing separate from the drip chamber. The following information was provided by the initial reporter: "we have had multiple incidences in the past few weeks with the tubing coming apart below the drip chamber."